Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a l2 pseudoarthrosis. The surgeon found the screw head was separated from the screw in the pre-operation CT imaging. The surgeon extracted the implant, because of the finished bone healing. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation has shown that the returned uss-ii-polyaxial pedic screw is separated from the head part. The 3d head was not locked completely to the screw. According to the traces found on the screw head and on the under edge of the collet it is possible that the screw shaft was incompletely inserted on to the 3d head. The outer ring (B)(4) broke due to high radial stress; this occurred due the permanent moving of screw head and shaft against each other. The articles were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems. No manufacturing related issue was found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.